Event description:
A malfunction alarm was reported with a code of malf 16; no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and customer technical support (cts) decided to replace the pump. Cts confirmed the shipping address and instructed the customer on how to store the pump and return it using a pre-paid label within 10 days. The customer understood and acknowledged the instructions.